Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
An alarm condition was reported. There was no patient involvement.

Manufacturer narrative:
Upon attempts to retrieve device repair and operational status, the philips key market team responded that the customer refused to repair and no more information about the device was provided. Therefore, it is unknown if any parts or repair has been conducted by customer. The alleged device malfunction could not be confirmed due to no response by customer on repairs to resolve the issue.